Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: exact date not provided, best estimate is between (B)(6) 2019-(B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony multifocal intraocular lens (iol) was explanted from the patient's operative eye due to poor refractive result with no near vision, and no improvement in distance vision. The iol was replaced with a non-johnson & johnson lens, 20.0 diopter. There was no additional surgical intervention. Patient out come post-exchange was not provided. No further information provided.

Manufacturer narrative:
Device evaluation: product evaluation was not performed as no product has been returned. If product is received after initial closure, the ir and complaint file (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.